Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and chronic foreign body mastitis and fibrosis.

Event description:
Healthcare professional reported left side ¿rupture¿, and ¿chronic foreign body mastitis and fibrosis." The healthcare professional additionally reported "left breast with nodules," not related to the device. The device has been explanted.